Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flow accuracy was not correct. The device was found during testing. There was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer complaint of ¿fluid accuracy is not correct¿ cannot be confirmed through fluid accuracy test. Upon further investigation, found the battery door was missing. Replaced the battery door. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.